Event description:
The pt experienced a loss of stimulation. The pt turned up the amplitude and still had no stimulation sensation. The pt was redirected to her physician. Follow-up info from her physician indicated that he had not seen the pt since (B) (6) 2009 and could not provide any additional details.

Manufacturer narrative:
(B) (4).